Event description:
A nurse from the hosp morgue called to inform that she found a pump, but was not sure to whom it belonged. The pump's serial number was checked and confirmed that it belonged to this customer. The customer passed away. The nurse did not have any other info.